Event description:
The manufacturer received information alleging the device failed the active exhalation verification: s(+) p(+): pilot: reading test step during testing. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously information alleging the device failed the active exhalation verification: s(+) p(+): pilot: reading test step during testing. There was no harm or injury reported. Onsite serve performed, three-way solenoid valve and proportional valve replaced to address the issue.